Manufacturer narrative:
Literature citation: guang-dong chen, md, qi lu, phd, gen-lin wang, md, jun zou, md, hui-lin yang, md, yan yang, md, and zong-ping luo, phd, "percutaneous kyphoplasty for kummell disease with severe spinal canal stenosis". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2016 post-op a retrospective study performed on 9 patients with 11 levels managed with percutaneous kyphoplasty(pkp) for chronic osteoporotic stage iii kummell's disease with severe spinal canal stenosis. CT scan demonstrated one asymptomatic intradiscal cement leak. Neither cement leakage into the spinal canal nor further dislodging of the posterior vertebral fragments occurred.